Event description:
It was reported that the battery compartment springs were rusted and corroded. The event occurred during testing.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported corrosion. Additionally, the downstream occlusion seal was observed to be peeling, and the battery compartment door was missing a part. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso seal and battery door were replaced. The battery contacts were cleaned of corrosion and the device passed all testing.